Event description:
A caller reported a cgm error 42 related to their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller followed the guidance successfully, which resolved the issue as the sensor session was successfully started without displaying the error again.